Event description:
It was reported that cardiac resynchronization therapy defibrillator (crt-d) system was remotely monitored due to concerns of possible right ventricular (rv) non-capture. The patient was brought in the following day, and threshold testing showed normal capture, with rv set at 0.6v at 0.4ms and left ventricle (lv) at 20v at 0.4ms. However, on the current follow up, lower than expected crt pacing was observed. The patient is scheduled to meet with the electrophysiologist later this week to discuss potential adjustments. A review of the electrogram (egm) showed multiple premature ventricular contractions (pvcs) originating from both the right and left sides. Histograms also indicated a higher number of rv/lv sensed events compared to november of the previous year. Technical services (ts) suggested reprograming options. No impact on the patient's condition has been reported.